Event description:
It was reported the physician inserted the pacel catheter into the pt and began pacing. Approx 27 hours later, it was noted the catheter was not pacing. It appeared the catheter had an open circuit at the proximal end. There were no consequences to the pt and the device had not been resterilized.